Manufacturer narrative:
The response center provided information to the customer for replacement part.

Event description:
The customer reported that the device failed the charge button test during op check and the charge button was sticking. There was no reported patient or user involvement and no adverse patient/user impact.